Event description:
Information received indicates the valve was abandoned at implant, when a linear tear was noted in the valve tissue. The report states the valve was touched by a surgical instrument during the procedure just prior to detecting the product damage. The valve was replaced during the case with no consequence to the patient.

Manufacturer narrative:
Analysis: the gross analysis of the returned valve shows a large tear noted in the belly of the right cusp. The leaflet appears consistent with puncture or laceration by a sharp instrument. A smaller tear detected in the non-coronary cusp is located in the inflow layer of tunica and could have been caught by a needle. Inspection shows the valve leaflets are flexible and the left cusp is intact. Medtronic cannot determine exactly when the tears occurred, but it is very unlikely the product was shipped in that condition. The user indicated they may have torn the valve at implant when an instrument came in contact with the device. The valve passed multiple product quality inspections prior to release to distribution. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient event, valve intra-operatively replaced. Findings from product analysis are inconclusive; we are unable to determine an exact cause for the damage seen, but it is likely occurred after the device left medtronic's control.